Event description:
It was reported that during a ptca procedure, the tip of the pt2 guide wire fractured and remained in the patient. The 99% stenosed lesion was in the calcified, tortuous and totally occluded proximal right coronary artery (rca). Approximately 1 cm of the guide wire tip fractured while attempting to cross the lesion. The tip embolized to the distal gluteal artery. Because the fractured tip did not pose any clinical repercussions, the physician decided to leave the tip in the patient. The procedure was not completed due to this event. No patient injuries or complications were reported. Patient status is reported as "good".